Event description:
Plaintiff alleges the development of an allergy to latex and its components as a result of direct and indirect exposure to latex gloves. As a result plaintiff alleges sustaining general and special damages. Plaintiff's husband alleges he has lost the society, consortium and services of his spouse and has suffered an economic loss.